Event description:
It was reported that a patient's blood glucose levels (bg) reached 349 mg/dl, while wearing the pod between 24 and 36 hours, when it was removed from the infusion site for treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking, 0.21 inches from the nail head, causing corrosion, insufficient battery voltages and data loss. Without the device data it could not be determined if the device alarmed or if the internal leak contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.